Event description:
Surgeon reported as "repeat episodes of aspiration pneumonia". Aps lap-band system has been removed and not replaced at this time. The explanted device will be returned. Investigation is proceeding. Follow-up findings: the pt suffered from chronic obstructive pulmonary disease (copd) and experienced difficulty eating/breathing based on this condition. In addition, the surgeon had noticed a pouch dilatation and the pt experienced reflux at night. Based on the combination of the copd associated symptoms and the reflux the surgeon did not see the pt being able to continue to be successful with the lap-band system. Without the copd, he would have readjusted the aps lap-band system for the pouch dilation. As it was, he has removed it and it will be returned. The band has been received without the access port.

Manufacturer narrative:
The access port connector associated with this report has not been returned with the la-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Pouch dilatation and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilatation and reflux as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."